Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient's history included a back operation that went bad which was why she needed the pump. It was also mentioned that the patient had stenosis. On (B)(6) 2016 it was reported that when the surgeon was implanting the patient's pump and placing "the line that went from her pump to her back she hit a nerve" and now the patient's leg was "super sensitive". The patient's leg was inflamed, highly sensitive, and she couldn't put her weight on it. When she did, she broke her leg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.